Event description:
It was reported that the patient underwent a revision procedure wherein the ipg pocket site was moved higher. The patient was doing well postoperatively. Additional information was received that the patient was not comfortable with the location of the ipg pocket site.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg pocket site was moved higher. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.